Event description:
It was reported the physician suspected infection at the ipg pocket site, therefore surgical intervention was undertaken. During the procedure, the site was opened, but there were no signs of infection noted. The physician decided to remove the scs system. A culture was taken, and it was (B)(6) for (B)(6). Follow up identified the infection had resolved and the pt was well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.